Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. In this case, the patient is reported to have been chronically ill with ongoing driveline infections, recurrent sepsis, chronic renal insufficiency and chronic pain. There are possible patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a patient was re-admitted to hospital with anemia on (B)(6) 2016. By the next morning his hemoglobin (hgb) and hematocrit (hct) was noted to have decreased again.  The site reported that the patient did not display any symptoms of bleeding; though his international normalized ratio (inr) was noted to be supratherapeutic. At the time of the event, the patient was taking aspirin and had had his last dose of coumadin on (B)(6) 2016. The patient's medical team felt that the patient's previously reported bacteremia could explain his supratherapeutic inr levels. The patient was treated with two unit of packed cells with an improvement in his hgb and hct levels. He was discharged on (B)(6) 2016 with continued aspirin and the resumption of his coumadin on (B)(6) 2016.  The primary investigator reported that the event was related to the patient's condition and unrelated to the study device or to the implant procedure. No further information has been provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's readmission date was (B)(6) 2016. The event was reported to be resolved on (B)(6) 2016.